Event description:
In 2006 patient had a lsh procedure performed and was released following surgery the following day the patient was re-admitted at a different hospital complaining of abdominal pains. X-rays and/or cans showed intrnal bleeding. Patient had an unknown type of surgical procedure performed to stop the internal bleeding. It was discovered that the bleeding was from an ip ligament which was thought to have been sealed during the original lsh procedure. Patient has been released from the hospital- no extended stay.